Event description:
It was reported that the device was observed to be in backup vvi mode via a merlin.net transmission. Subsequently, patient with muscle stimulation presented in-clinic for follow-up. A device download was performed successfully.